Event description:
On (B)(6) 2008, the pt was implanted with two gore excluder aaa endoprostheses for treatment of an infrarenal aortic aneurysm. On (B)(6) 2008, CT revealed a type ii endoleak. On (B)(6) 2009, the pt underwent an intervention to coil the type ii endoleak. There were four lumbar arteries and the ima filling the sac. Onyx glue was injected into the sac. Coils were also placed. Post operative CT showed continued sac expansion. On (B)(6) 2011, the pt underwent open conversion. The proximal 7 cm's of the gore excluder aaa endoprosthesis was removed by sliding the contra limb out of the gate and cutting the ipsilateral limb at the level of the contralateral gate. The physician tied off the limbs of the endograft that remained and performed an aortobi iliac bypass graft with a dacron bifurcated graft sewing the distal limbs of the dacron graft distal to the limbs of the previously implanted gore excluder aaa endoprosthesis device. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. (B)(4).